Manufacturer narrative:
Probable allergic reaction to the hema in the desensitizer.

Event description:
Dentist's office reported that the patient started whitening on (B)(6) 2016 and called on (B)(6) 2016 to report that her lips were swollen. Informed them to advise the patient to discontinue use of the kor desensitizer permanently, and see her general practitioner to help with any symptoms.